Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic with the complaint of inability for the transmitter to communicate with the pacemaker. The transmitter was paired and unpaired from the pacemaker but the anomaly persisted. It was suspected that the pacemaker may have a radio frequency chip anomaly. The patient was given a different transmitter with inductive communication. No patient consequences were reported.